Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the patient have any permanent damage? The patient is hospitalized recovering from the surgical procedure. Do I need hospitalization or prolonged hospitalization due to a product problem? The patient was re-operated 3 days after the procedure, due to leakage of the anastomosis. Do I need to be re-operated to avoid or correct any damage? Yes, the patient was re-operated three days after the procedure. Did you have any serious damage? The leak was corrected, with manual suture, the patient is in recovery process. The sample wont be returned to analysis, because by the use that is given to the stapler, it must be discarded immediately after stapling. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed in the original procedure? How was the leak identified? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Were there any issues noted with staple formation at any point throughout the care of the patient? What is the current status of the patient? Would the surgeon be interested in speaking with ethicon medical and engineering personnel regarding the issues experienced?

Event description:
It was reported that following a lap anterior resection, opening of colorectal anastomosis performed with circular stapler; the patient presents symptoms in the post surgical, 3 days after the procedure. The patient was operated again, to correct the opening of the anastomosis, the patient is hospitalized. The surgeon corrects the dehiscence of the mechanical suture with manual suture.